Manufacturer narrative:
H.10: this specific event has been voided since it was found to be a duplicate of another case already existing in livanova complaint database and already reported to FDA under importer report number 1718850-2021-01212 and manufacturer report number 9611109-2021-00583.

Event description:
See initial report

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device serial number used during surgery is unknown. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a male patient underwent cardiac surgery on (B)(6) 2019 and an heater-cooler 3t system was used. Reportedly the patient was found to be infected with mycobacterium chimaera.